Event description:
It was reported that the right ventricular (rv) lead impedance had increased from 496 ohms to 1072 ohms and triggered an alert. The threshold had increased from 2v to 3.5v. An x-ray was requested and there was no sign of fracture. A subsequent interrogation a few weeks later showed high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product 5076 implantable pacing lead (B)(6) 2002.